Event description:
The lay user/pt contacted lifescan (lfs) alleging an error 5 message on the ultralink meter. The pt did not exhibit any symptoms or seek any medical attention, due to the alleged issue. The technique of applying the blood on the test strips was correct. The meter was not a new product. The test strips were in good condition. Pt retested with a new vial and issue was not resolved. Meter was replaced. The complaint is being reported since the error 5 message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.